Manufacturer narrative:
No medical images have been made available to the manufacturer. Medical records were provided and reviewed. As the lot number for the device was not provided, a review of the device history records will not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical record review: patient with a history of lower extremity deep vein thrombosis had a vena cava filter deployed. Approximately seven years four months post filter deployment, a CT scan of the abdomen and pelvis, demonstrated one leg extruding out of the inferior vena cava. The physician stated that the filter was not in a concerning location at the time and nothing needed to be done. The current patient status is unknown. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that filter strut(s) are extending beyond the confine of the ivc wall, and that the filter tilted and embedded in the wall of the ivc. The device has not been retrieved and there were no reported filter retrieval attempts performed. The current patient status was not provided.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Medical record review: patient with a history of lower extremity deep vein thrombosis had a vena cava filter deployed. Approximately seven years four months post filter deployment, a CT scan of the abdomen and pelvis, demonstrated one leg extruding out of the inferior vena cava. The physician stated that the filter was not in a concerning location at the time and nothing needed to be done. The current patient status is unknown. Investigation summary: the device was not returned for evaluation and images were not provided for review. Medical records were provided and reviewed. Approximately seven years four months post filter deployment a CT scan showed that the filter was seen in place, but demonstrated one leg extruding out of the inferior vena cava. Therefore, based on the provided medical records the investigation can be confirmed for a perforation. However, the alleged tilted filter is inconclusive. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings: - movement or migration of the filter is a known complication. This may be caused by placement in the ivc's with diameters exceeding the appropriate labeled dimensions specified in the IFU. Potential complications: possible complications include but are not limited to the following: -movement or migration of the filter is a known complication. This may be caused by placement in the ivc's with diameters exceeding the appropriate labeled dimensions specified in the IFU. -perforation of other acute or chronic damage of the ivc wall.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that filter strut(s) are extending beyond the confine of the ivc wall, and that the filter tilted and embedded in the wall of the ivc. The device has not been retrieved and there were no reported filter retrieval attempts performed. The current patient status was not provided.